Event description:
International customer reported that the suture broke while the nurse attempted to dispense the product. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: no device was received for evaluation. However, it has been identified that this lot contained product with open seal which could impact the strength of the product. This is one of six medwatch reports being submitted as six separate devices were used. See 2210968-2008-00760, 2210968-2008-00761, 2210968-2008-00762, 2210968-2008-00764 and 2210968-2008-00765 for all associated medwatch reports. The same patient is represented in each medwatch.